Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriate electric shocks during two stored treated episodes. Technical services (ts) analyzed device episode data and found that the shocks were delivered due to oversensing of noise, which was present in three stored episodes. Ts suggested evaluation of system in clinic as well as an x-ray. It was noted that shock impedance was within normal limits. X-rays and fluoroscopy imaging were performed. The s-ICD was turned off. Normal intrinsic function of patient's rhythm was confirmed by echocardiogram. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.